Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed a "defib fault 109" error message while performing a 30 joule shift check. The complainant indicated that there was no pt involvement in the reported malfunction.